Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information in december 2016 that this patient contacted boston scientific latitude customer support (lcs). The patient reported that shock therapy had been delivered and was waiting for a callback from the physician. The patient disconnected the call before being transferred to technical services. Subsequently, the physician contacted technical service to discuss this patient event (shocked while the patient was using an electric drill). The technical service consultant explained that the shock for episode#002 was inappropriate due to t-wave oversensing. The qrs was wider pre-shock but the rate was the same pre and post-shock. The device smartpass feature was on. The consultant informed the physician of the need to induce this morphology change in order to test other sense vectors. The consultant recommended that the drill be kept at least 12 inches from the pocket site. The patient had stated that the drill was at least 2 feet from the pocket site. The consultant explained that there may have been a bundle branch block leading to a morphology change. The field clinical representative contacted technical service to discuss untreated episode #001 (occasional noise with oversensing with morphology changes). The qrs becomes significantly wider and a more prominent t-wave. Noise was more frequent in treated episode#002; however, the inappropriate shock occurred due to t-wave oversensing. The consultant discussed patient isometrics. The sense vector was reprogrammed to primary. The patient has not had a stress test but will be scheduled at a later date. Boston scientific received additional information that a review of the inappropriate shock episode in mid-december 2016 found that the patient was in a narrow complex tachycardia at about 140-150 bpm (likely sinus tachycardia versus atrial arrhythmia). Boston scientific received information that this patient had received an inappropriate shock in early-september 2017. The inappropriate shock was associated with t-wave oversensing (double-counting). The physician elected to reprogram tachycardia therapies off. Boston scientific received information from the field clinical representative that this patient's ejection fraction (ef) has improved so the physician has decided to leave the device's tachycardia mode off. Boston scientific received information that this patient was presented back to the electrophysiology laboratory on june 17, 2019. This device and electrode were explanted due to a product performance issue. The device was received at boston scientific return product department on july 2, 2019 and is currently undergoing laboratory testing. The field clinical representative was contacted ho report that the device and electrode were explanted due to inappropriate shock delivery. The patient did not suffer any complication or irreparable injury as a result of the explant procedure.

Manufacturer narrative:
The device was returned to boston scientific and is currently undergoing laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2016 that this patient contacted boston scientific latitude customer support (lcs). The patient reported that shock therapy had been delivered and was waiting for a callback from the physician. The patient disconnected the call before being transferred to technical services. Subsequently, the physician contacted technical service to discuss this patient event (shocked while the patient was using an electric drill). The technical service consultant explained that the shock for episode#002 was inappropriate due to t-wave oversensing. The qrs was wider pre-shock but the rate was the same pre and post-shock. The device smartpass feature was on. The consultant informed the physician of the need to induce this morphology change in order to test other sense vectors. The consultant recommended that the drill be kept at least 12 inches from the pocket site. The patient had stated that the drill was at least 2 feet from the pocket site. The consultant explained that there may have been a bundle branch block leading to a morphology change. The field clinical representative contacted technical service to discuss untreated episode #001 (occasional noise with oversensing with morphology changes). The qrs becomes significantly wider and a more prominent t-wave. Noise was more frequent in treated episode#002; however, the inappropriate shock occurred due to t-wave oversensing. The consultant discussed patient isometrics. The sense vector was reprogrammed to primary. The patient has not had a stress test but will be scheduled at a later date. Boston scientific received additional information that a review of the inappropriate shock episode in mid-(B)(6) 2016 found that the patient was in a narrow complex tachycardia at about 140-150 bpm (likely sinus tachycardia versus atrial arrhythmia). Boston scientific received information that this patient had received an inappropriate shock in early-(B)(6) 2017. The inappropriate shock was associated with t-wave oversensing (double-counting). The physician elected to reprogram tachycardia therapies off. Boston scientific received information from the field clinical representative that this patient's ejection fraction (ef) has improved so the physician has decided to leave the device's tachycardia mode off. Boston scientific received information that this patient was presented back to the electrophysiology laboratory on (B)(6) 2019. This device and electrode were explanted due to a product performance issue. The device was received at boston scientific return product department on july 2, 2019 and is currently undergoing laboratory testing. The field clinical representative was contacted ho report that the device and electrode were explanted due to inappropriate shock delivery. The patient did not suffer any complication or irreparable injury as a result of the explant procedure.